Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. See scanned page.

Event description:
Customer reported receiving a sensor end alert and that one sensor's cannula broke. Customer was assisted in calibrating another sensor. The blood glucose reading was not given. Nothing further was reported.